Manufacturer narrative:
The customer contacted siemens to report that falsely elevated carbon dioxide (co2_c) test results were obtained for three patient samples and one falsely depressed creatinine (crea_2) test result was obtained from an atellica ch 930 instrument. Siemens provided remote troubleshooting support and found an autocheck failure and errors related to the photometer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse drained and refilled the reaction bath, replaced valve 19 (v19) to resolve a leak and repeated the autocheck with acceptable results. The cause of falsely elevated carbon dioxide (co2_c) test results and falsely depressed creatinine (crea_2) test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
Falsely elevated carbon dioxide (co2_c) test results were obtained for three patient samples and one falsely depressed creatinine (crea_2) test result was obtained from an atellica ch 930 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate atellica ch 930 instrument with the repeat results reported as the correct results to the physician(s). There are no known reports of adverse health consequences due to the falsely elevated co2_c or falsely depressed creatinine test results.